Event description:
Customer initially called to check if his insulin pump is working due to elevating blood glucose readings. Customer's blood glucose reading at the time of the call was 600mg/dl and has treated with a bolus. Customer was unable to troubleshoot at the time of the call. No further info reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.